Event description:
It was reported by the affiliate that during an unk procedure that the 1st clip jammed, then jaws jammed and would not open. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.